Manufacturer narrative:
Manufacturing review: the device history record (DHR) was reviewed and no deviations/issues were identified associated with this problem in regards to product materials or during packaging, manufacturing or qc inspection processes. All necessary inspections were performed throughout all the manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot, in regards the problem described. Visual inspection: the sample was returned with both slides in their initial positions. There were no visual anomalies noted on the device. Functional/performance evaluation: to prime, the top slide was pushed into the device. The top slide was able to freely move and lock into place. While priming the bottom slide the top slide released, leaving both the bottom and top slide in the initial position. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed. This likely caused the cannula to release without being triggered. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: medical records were not provided; therefore, a review could not be performed. Image/photo review: images were not provided; therefore, a review could not be performed. Conclusion: the device was returned. The investigation was confirmed for self-activation as the returned device self-activated during functional testing. Although the device appeared to have primed during functional testing, the x-ray imaging confirms that the cannula tangs were unable to completely lock into place; therefore, the investigation was also confirmed for failure to prime. Labeling review: the current IFU (instructions for use) states: precautions: this product should be used by a physician who is completely familiar with the indications, contraindications, limitations, typical findings and possible side effects of core needle biopsy, in particular, those relating to the specific organ being biopsied; never test the product by firing into the air. Damage may occur to the needle/cannula tip and could result in patient and/or user injury; unusual force applied to the stylet or unusual resistance against the stylet while extended out of the supportive cannula may cause the stylet to bend at the specimen notch. A bent specimen notch may interfere with the needle function. Directions for use: before using, inspect the needle for damaged point, bent shaft or other imperfections that would prevent proper function. If the needle is damaged or bent, do not use; energize (cock) instrument by pulling back on the top slide to withdraw the cannula and lock in place. Then pull back on the bottom slide to withdraw the stylet and lock in place. Remove protective needle sheath and yellow guard. Instrument is ready to fire when both slides are locked back; verify instrument is energized (cocked). Note: do not place fingers in front of cocking slides once instrument is energized (cocked). Impeding cocking slides' movement will impact functionality; while maintaining instrument's position and the needle orientation, depress the rear actuator button, or push the side actuator forward (direction of arrow), to cause both stylet and cannula to automatically advance. Potential complications: potential complications associated with core biopsy procedures are site specific and include, but are not limited to: hematoma; hemorrhage; infection; adjacent tissue injury; pain; bleeding; hemoptysis; hemothorax; non-target tissue, organ or vessel perforation; and air embolism. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the first slide of the device allegedly failed to prime. After multiple attempts it was reported that the first slide was able to be primed; however, the first slide allegedly released while priming the second slide. It was further reported that the procedure was completed with another device. There was no patient contact.

Manufacturer narrative:
No hospital/medical records or medical images have been made available to the manufacturer. As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during preparation for a breast biopsy, the first slide of the device allegedly failed to prime. After multiple attempts it was reported that the first slide was able to be primed; however, the first slide allegedly released while priming the second slide. It was further reported that the procedure was completed with another device. There was no patient contact.